Event description:
Procedure was completed with another device.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
Procedure: colectomy functional end to end anastomosis . Customer states that upon the third firing for side-to-side anastomosis, the handle was stiff and the device did not fire. Replaced by new handle, the device worked fine. The procedure was completed with another device. Reoperation was required due to the issue.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.